Manufacturer narrative:
Product complaint # (B)(4). Batch # p58x88. Investigation summary: two photos were received; the first picture shows an qr monitor, tissue can be appreciated along with a metal device that is holding out the tissue, some staples with proper formed on tissue can be seen. The second picture shows the tip of a device with a green reload loaded, the cartridge appears to be partially fired. Based on the two photos provided, the event describe is confirmed.  Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event.. The ec60a device was received for analysis with no visual non-conformances and with an ecr60g cartridge reload loaded on the device. The cartridge reload was received partially fired 1/3 consistent with an incomplete or interrupted cycle. The device was tested for functionality in the articulated position with the returned cartridge reload by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The remaining staple line and cut line were complete and the staples were noted to have the proper b-form shape. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Additional information requested and received: was the initial intent to complete this procedure laparoscopic without the small incision? Yes. Was the post-op care of patient altered due to the small incision for the contour device? Unknown. Was the small incision going to be made anyway to remove tumor? Unknown . Was the device difficult to close? No. How many of the 4 strokes were completed before loose handle occurred? Fired 1/4 . Was the device difficult to open? No. What is the surgeon experience with device? Experienced . Did the device cut and staple? If so, how far? 1/4. Was there any damage to the firing or closing trigger? No. What is the current patient status? Stable and left from the hospital.

Event description:
It was reported that the device could not fire farther. During the laparoscopic low rectal cancer radical operation, when severing the rectum, could not fire farther, felt the firing trigger was loose. Considering safety risk, the surgery changed to small incision operation, used contour to complete the surgery. The surgery delayed about 40 minutes. The patient is stable and in the hospital now. The patient¿s length of hospital stay is standard for this procedure and is not extended.